Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited low pacing impedance and noise that was oversensed by the device and led to pacing inhibition. Further investigation revealed insulation damage to the lead. The atrial lead was turned off until the lead was capped and replaced on (B)(6) 2024. There was no patient consequences reported.